Manufacturer narrative:
Primary and concomitant device information and implant dates have been requested, but are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
I was reported the patient¿s extension was fractured, as confirmed via x-rays. As a result, the physician explanted and replaced the extension. Postoperatively, effective therapy was restored.